Event description:
The manufacturer service technician reported that the blade mount of the device fell off while it was being serviced at the manufacturing site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the blade mount of the device fell off while it was being serviced at the manufacturing site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.